Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose results. The quality control (qc) was in range on the day of event. A siemens headquarter support center (hsc) specialist reviewed the information provided. The customer was able to repeat the patient samples and achieve acceptable recovery. The assay is performing within specifications. A history of the customer's qc data confirmed that all qc was within range and consistent with peer recovery. There was no indication of an instrument malfunction. The hsc stated the potential cause of this issue could be sample related. There was no additional troubleshooting performed by the customer. The customer continued to run samples on the analyzer and has had no other incidents related to this issue. The cause of the discordant, falsely low glucose results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low glucose results were obtained on patient samples on a dimension vista 500 instrument. The initial discordant results were not reported to the physician(s). The same samples were repeated on the same dimension vista instrument, and recovered higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose results.